Manufacturer narrative:
No conclusions can be made since the product has not yet been evaluated by the OEM and limited information was provided by the customer in reference to the complaint event. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech laser gmbh (the manufacturer) per exemption number e2012001.

Event description:
The customer stated that the fiber fractured during use. "The claim there was no undue stress or bending of the fiber and nothing was laid on top of it where it could have been "nicked". They have had this issue twice during the recent weeks."